Event description:
Device malfunction: failure to deploy/foot break. Time of malfunction: during vessel closure. Symptoms a/e: failure to achieve hemostasis. It was reported that a physician untrained in the use of the perclose at device attempted arteriotomy closure of the femoral artery after an unspecified procedure. Reportedly, the device failed to deploy, and upon removal it was noticed that a piece of the foot was missing. The location is unknown. There were no reported patient effects. Additional information has been requested.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was provided. Review of the device history record for this lot did not produce any findings relevant to this report.